Event description:
Olympus (oekg) was informed by the biomedical engineer at the user facility that the customer visera 4k ultra high-definition camera control unit had an e117 otv error. The customer problem was found during pre-inspection for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to olympus repair center. The customer¿s reported issue was not confirmed/duplicated. The unit passed all tests and no fault was found. The service inspection noted the front panel is damaged and the rear panel and case screws are corroded/rusty. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error e117 could not be determined. Olympus will continue to monitor field performance for this device.